Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an unknown implant duration. No additional information was provided despite multiple follow up attempts by edwards with the hcp.

Manufacturer narrative:
The only information provided is that the valve was explanted. No reason for explant has been provided and the valve has not yet been returned for evaluation, despite multiple follow up attempts. Follow up attempts to obtain additional information are ongoing. No serial number or model number has been provided. Additional information will be reported if provided.

Manufacturer narrative:
Device evaluation: as received, right coronary leaflet was torn from valve and returned with the device. Torn leaflet appeared to match with the missing area on the valve. Minimal calcification was also detected on detached right coronary leaflet. Left coronary leaflet also appeared to have a tear at the right coronary-left coronary attachment site. Calcification was observed near the attachment site. Non coronary leaflet also had a tear near the aortic wall region, tear measured approx 11mm. Minimal to moderate calcification was observed on the cusp of the left coronary leaflet, minimal to moderate calcification was observed on the aortic wall for all three leaflets. Free margins of left coronary and non coronary leaflets appeared to have minimal calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate to heavy at both the stent outflow and inflow. Device evaluation confirms calcific tissue degeneration and host tissue overgrowth as the primary causes leading to the failure of this valve and subsequently its explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.